Manufacturer narrative:
Nine (9) used. List #d1000, tego¿ connector, appx 0.05 ml, three (3) opened/unused syringes (one, 5ml and two, 10ml) and one (1) opened/unused partial tubing w/ luer were returned for evaluation. As received a torn seal damage in 4 out 9 tegos was confirmed. No additional damage was observed. The male luer of the returned mating devices were measured finding within specification. Complaint can be confirmed. The probable cause of premature tearing of the outer membrane is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. Corrective actions are in progress. D9: device returned to manufacturer on 4/11/2025.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
It was reported that, on an unknown date, a tego¿ connector was reported that there was damaged during patient use. The client reported ongoing issues with tego, namely premature tearing of the outer membrane, flow restrictions triggering pressure alarms, and collapsed septum. Problems are most commonly occurring mid-cycle (during 2nd weekly treatment), and requiring immediate tego replacement before the 7-day life cycle is complete. No adverse event to the patient was reported; tego was replaced without further incident, and nine were affected. There was no patient harm reported. The reporter indicated that the event happened multiple times; however, there was no additional information given to indicate the number or dates of occurrences. A search of the complaint database shows that the reporter has not previously reported any additional events of this nature.